Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had hrm task did not grant motor power in reasonable time. Customer's blood glucose level was 16 mmol/l. The device will not be returned for analysis.